Event description:
The ge oec 9600 fluoroscopy system displayed generator communication overflow error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective batteries that were removed and replaced to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.